Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Proceed by cutting unit open and performing a visual inspection of the connectors and the electronic stack. No moisture noted on the keypad assembly or the keypad traces. However, during deconstructive analysis corded electronic assembly was noted. The following cosmetic damages were noted: the unit was received with a scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, cracked battery threads, cracked case, cracked corner of belt clip rails, and cracked battery tube threads. In conclusion, customer concerns of intermittent button response were not confirmed. All buttons are functioning properly during testing. However, a corroded electronic assembly was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the right directional arrow button is unresponsive and does not work. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040a. Troubleshooting was performed for the general documentation. Troubleshooting was performed, and the buttons are not responding. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a

Manufacturer narrative:
Additional information has been received on latest product analysis completion which was not considered in the initial follow-up report (2032227-2025-214328-1). The updated information has been provided in below sections with this follow-up report. 1. Section h11 - updated analysis summary p-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Proceed by cutting unit open and performing a visual inspection of the connectors and the electronic stack. No moisture noted on the keypad assembly or the keypad traces. However, during deconstructive analysis corded electronic assembly was noted. The following cosmetic damages were noted: the unit was received with a scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, cracked battery threads, cracked case, cracked corner of belt clip rails, and cracked battery tube. In conclusion, customer's alleged keypad anomaly were not confirmed. All buttons are functioning properly during testing. However, a corroded electronic assembly was confirmed during visual inspection, isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.